Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing on the ventricular channel was observed in real-time egm. Programming changes were recommended.